Manufacturer narrative:
(B)(4).

Event description:
It was reported that an issue with the device occurred. Data was evaluated and the allegation was confirmed as signal loss was confirmed. The probable cause was determined to be potential patient misuse as the patient closed the mobile application. The reported event of an issue with the device is reportable based on the finding of a loss of connection over three hours. No injury or medical intervention was reported.